Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill and a burning odor coming from an orthopat machine. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill and a burning odor coming from an orthopat machine. No injury or reaction noted. Upon evaluation of the device the reported problem was verified. The power supply and fuse was replaced as a result of the blood spill and the machine was decontaminated inside and out. The other damaged components were replaced and the machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).